Event description:
Customer reported obtaining a result of 250 mg/dl on their freestyle blood glucose monitor. The customer then began to feel symptoms of hypoglycemia; customer felt numbness, and they felt as if they were going to lose consciousness. The customer's daughter then took her to the emergency room, where she was administered an intravenous glucose treatment in order to raise glucose levels. The customer began to feel sick during the treatment; a sandwich was given to the customer to further aid in raising glucose levels.

Manufacturer narrative:
The customer's products have been requested back for an investigation.